Event description:
On (B)(6) 2012, pt reported his infusion device stopped working on him. Pt stated he noticed it had just gone blank and the power was dead. Pt reported when he tested his blood glucose level, it was in the 400¿s mg/dl and that is when he noticed his infusion device had gone dead. Pt¿s normal blood glucose range is 80-200 mg/dl. Pt stated there is nothing at all on the infusion device screen and the device will not start back up. Pt reported he has tried 2 different types of brand new batteries in the device. Pt stated he also put a new battery cover on the infusion device. Had pt try another new battery during the call; infusion device will still not start up. On follow-up call on (B)(6) 2012, pt reported the infusion device did not display an error message before shutting down completely. Pt stated he was able to self-treat with an insulin syringe when his blood glucose level was elevated. Pt reported no outside assistance was needed. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery and battery cover for eval.